Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a breakthrough at the distal end cap and was burnt. This occurred during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1 (contact office email), h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure "bonding of cover glasses worn and does not pass mit test" was confirmed, while the issue ¿breakthrough at d/e cap fire" was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "bonding of cover glasses worn and does not pass mit test" due to a c-cover cracked (component failure). Additionally, based on the results of the investigation, and since the device malfunction ¿breakthrough at d/e cap fire" was not confirmed during evaluation, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.